Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 3,000 ohms, due to a fracture. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. Therapy was programmed off and a revision was scheduled for a future date.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 3,000 ohms, due to a fracture. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 32 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. The identified cable fracture is the likely root cause of the reported high out of range pacing impedance. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 3,000 ohms, due to a fracture. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. Therapy was programmed off and a revision was scheduled for a future date. Additional information was received. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement, greater than 3,000 ohms, due to a fracture. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. Therapy was programmed off and a revision was scheduled for a future date. Additional information was received. This rv lead was explanted and replaced. No additional adverse patient effects were reported.